Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the suture malfunctioned during a surgical procedure. The bullet end of the suture broke off.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective action can be implemented due to the lack of batch number to perform a proper investigation to determine a root cause. No corrective action can be implemented due to the lack of batch number to perform a proper investigation to determine a root cause.

Event description:
It was reported that the suture malfunctioned during a surgical procedure. The bullet end of the suture broke off.